Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 222 mg/dl, and accidentally entered a bg value of "22" when attempting to deliver a bolus. The customer acknowledged that the reported event had occurred due to user error, and confirmed that due to knowing the amount of units to deliver, the recommended bolus amount would be manually overridden.